Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. The customer reported that she always getting a large air bubble in the reservoir and wants to know she can avoid this. The customer was walked through the reservoir filling process and she was able to fill with no air bubbles reported. Customer declined to do air bubbles shooting due to no current air bubbles in the reservoir.